Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device reached eri to eos in a short period of time. The patient was not symptomatic. The device was suggested to be replaced. No further information provided.

Event description:
New information notes that the patient condition at the time of the interrogation was stable. No information was provided about device replacement.

Event description:
New information notes that the device was explanted at eri. Patient presented to the hospital with no symptoms and was stable before, during, and after the procedure.